Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vv7 bisector "green washer gasket sheared off". A small piece fell into the patient but was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector or the cannula. A small green component was returned separately. There was some evidence of blood. The cannula was opened up and one of the ports in the co2 seal had a piece missing. Based upon the visual observations, the reported complaint for "green washer gasket sheared off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).